Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the biopsy channel is obstructed by an unidentified solid plastic ring. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material clogged in the biopsy channel. Additionally, there were no deviation from the instructions for use reprocessing steps. There was no damage to the area where the foreign material was detected. Therefore, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.